Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years 8 months following the implant of this transcatheter bioprosthetic valve, the valve was e xplanted for an unknown reason. Subsequently, a surgical tissue valve was implanted.

Manufacturer narrative:
Updated data: a4, b2, b5, h6, additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years 8 months following the implant of this transcatheter bioprosthetic valve, the valve was explanted for an unknown reason. Subsequently, a surgical tissue valve was implanted. Additional information was received that for approximately 5 years following the implant of this transcatheter valve, the patient did not follow-up with the facility stating he was doing well. An echocardiogram was performed that revealed moderate-severe aortic, mitral, and tricuspid regurgitation, but no evidence of stenosis in all three valves. The patient was admitted and cardiology was consulted. The cardiologist suggested that the patient's acute on chronic congestive heart failure (chf) exacerbation was secondary to valvular heart disease from the severe aortic regurgitation, severe mitral regurgitation, and severe tricuspid regurgitation. Therefore, the valve was explanted.